Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. (B)(4). Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the likely cause of the balloon burst was contributed to the patient¿s calcified annulus. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by an affiliate in (B)(4) during implantation of a 26 mm sapien 3 vale by tf approach in aortic position, the balloon ruptured. Native valve crossed and bav performed with 23 mm edwards balloon. The valve was loaded on the commander delivery system and successfully deployed but unfortunately the balloon ruptured during deployment. Delivery system removed without incident. Assessment of the valve showed more pvl than physicians where comfortable with. So decision was made to post dilate with new commander delivery system. This was completed and the balloon ruptured. Post assessment showed pvl reduced to trace. Patient is doing well and remains in hospital for rehabilitation. As per medical opinion, patient calcification could be the cause for the balloon burst.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2017-00644 .